Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: pt's inratio meter: date: (B)(6) 2011, inratio: 3.4, re-test: 3.9. Doctor's inratio meter: date: (B)(6) 2011, inratio: 2.8, re-test: 3.0. Fresh finger sticks were used for all tests first correlation (3.4 and 2.8) was on different hands, second correlation (3.9 and 3.0) was done on the same hand. Doctor's inratio tests used office strips.